Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had to have a second surgery to stop the hemorrhaging and felt pain when stimulation was increased. The second surgery was performed on (B)(6) 2017 and the patient turned stimulation back to a comfortable level prior to the call. A second call determined that the patient's jaw, neck, chest, and rib were in pain. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.